Event description:
New information received notes that no inappropriate shock noted. Incorrect interpretation of signal was noted on the device and programming changes made. Patient was sick as reported as do not resuscitate/ intubate,

Event description:
It was reported that a patient presented with inappropriate shock noted on the implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported.